Event description:
Indication: selective deficiency of immunoglobulin a [iga]; common variable immunodeficiency, unspecified. Spouse reports that pt's pump (serial number and expiration date: not provided) is "not pushing¿. No missed dose reported. Reported manually pushed. No adverse event(s) reported due to product issue. Pharmacy to replace device. Device associated with event available for investigation pending return by pt. Return material sent for pump associated with event. No further info.